Manufacturer narrative:
Method: (B)(4) device not received at lab. Conclusion: (B)(4) device evaluation anticipated, but not yet begun. Additional manufacturer narrative: device was returned to edwards facility in (B)(4) and is currently (B)(4) from (B)(4) to our evaluation lab in (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(6) provided by the hospital was interpreted by an independent echocardiologist.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibited characteristic markings which indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. X-ray. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the customer report, after implantation, central leakage from the prosthesis was observed during tee. It seems one leaflet of the valve is smaller than others.